Event description:
It was reported that they were getting an ec100 after taking image and then application locked up losing the image. This resulted in the patient having to be re-exposed for the image. The customer restarted the unit once this was done the unit is working as intended.